Manufacturer narrative:
The product pertaining to this claim was not returned for evaluation. However, the lens was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: based on the complaint history, work order search and evaluation of the lens, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert a +23.5 diopter cc4204bf single piece collamer lens when the ftp indigo plunger overrode the lens causing the tip of the plunger to break off. No patient contact or injury.